Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted due to stress urinary incontinence and cystocele.

Manufacturer narrative:
It was reported that following mesh insertion the patient experienced pain, urinary problems and recurrence. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with mesh mid urethral sling placement with cystocele using retropubic approach and vaginal approach.

Manufacturer narrative:
Resubmission with the correct file number. Date sent to the FDA: 01/05/2017. It was reported that patient underwent lap. Bso, lysis of adhesions, bilateral retroperitoneal dissections on (B)(6) 2012 by dr. (B)(6) at (B)(6) due to 7 cm right ovarian cyst. (Per operative report).